Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked. Pump was functioning as intended; however, the customer went swimming with the pump and as water was introduced into the pump, the touchscreen became unresponsive. Blood glucose level was in the 300's (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.